Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a distal tibia on (B)(6) 2017, the tip of a screwdriver shaft broke. It was further explained that screwdriver shaft was quick-coupled with a drill and while power driving one of the last screws all the way into a medial distal tibia plate, the tip of the small hexagonal screwdriver shaft broke off into the head of the screw. The surgeon used a pair of pliers in an attempt to remove the fragment. The fragment was difficult to see; as such the surgeon was not sure if he removed the entire broken fragment. The surgeon did not use any intraoperative pictures to confirm the fragment had been entirely removed. There was a 30-second delay while a backup device was retrieved to complete the insertion of the remaining screws. The surgery was successfully completed with no harm to the patient. The patient was reported to be stable at the end of the procedure. Concomitant devices reported: medial distal tibia plate (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity unknown), drill (part number unknown, lot number unknown, quantity 1). This report is for one (1) small hexagonal screwdriver shaft. This is report 1 of 1 for (B)(4).